Manufacturer narrative:
Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that clip deployment was difficult which resulted in a clip detaching from one leaflet, remaining attached to the other leaflet. An additional clip was implanted for stabilization. It was reported that the patient was previously treated with one mitraclip on (B)(6) 2015. A new mitraclip procedure was performed on (B)(6) 2016, to treat recurrent mitral regurgitation (mr) due to progression of disease. The clip delivery system (cds) was advanced to the mitral valve and deployment steps were started. During deployment, the clip would not release from the cds. Troubleshooting was performed for 3-5 minutes, and the clip released. After approximately 1-3 minutes, the clip then detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). Another clip was implanted for stabilization, and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Additionally, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that the troubleshooting maneuvers contributed to the slda; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.